Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system power manager (spm) due to intermittent error 816. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The spm was analyzed and the following was found: the reported errors 816, 824, 858, and 860 in the logs, indicating a battery fault issue. The spm assembly was installed onto a test system, with no issues on startup, and no errors or failures were triggered. The spm assembly charge feature was tested by draining the battery charge to 1 green led and to 38.8 volts. The patient side cart (psc) was left plugged in to a power source and in less than an hour, the battery was fully charged to 42.8v with all 3 green solid light emitting diode (led) lighted. This spm charge feature passed the test within the 2-hour threshold. No issue was found with the spm charge feature. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to starting with no ports placed on a da vinci-assisted nephroureterectomy surgical procedure, they are receiving a patient side cart (psc) running on battery message on startup. The customer has moved the psc power source to another outlet prior to calling the technical support engineer (tse). The tse reviewed error 816 in the system error logs, pointing to a low battery charge on the psc. The tse recommended leaving the ssc plugged in to allow time to charge. The customer decided not to use the system for the current procedure and will convert to another da-vinci system. The customer will move the ssc, plugged in and located in the or hallway. The procedure was aborted to another dv system and completed with no reported injury.